Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown product performance issue. This device was never in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown product performance issue. This device was never in service. No adverse patient effects were reported. Additional information received indicates that the device exhibited code 1005 while doing the defibrillation threshold (dft) test during a generator changeout, indicating that there was an open circuit condition during shock delivery. It was noted the impedance was as expected at initial implant. However, the impedance rose over time. A dft test was performed, and code 1005 appeared. The patient's arrhythmia was not converted by the device's shock, and the patient had to be externally rescued. Another device was used in its place. Code 1005 did not appear, and the dft was successful. The impedance value was within range. Technical services (ts) advised that the lead may not be relied upon to deliver shock therapy due to the 1005 code. Ts advised programming options if the physician insists on keeping the lead. The lead remained in use. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown product performance issue. This device was never in service. No adverse patient effects were reported. Additional information received indicates that the device exhibited code 1005 while doing the defibrillation threshold (dft) test during a generator changeout, indicating that there was an open circuit condition during shock delivery. It was noted the impedance was as expected at initial implant. However, the impedance rose over time. A dft test was performed, and code 1005 appeared. The patient's arrhythmia was not converted by the device's shock, and the patient had to be externally rescued. Another device was used in its place. Code 1005 did not appear, and the dft was successful. The impedance value was within range. Technical services (ts) advised that the lead may not be relied upon to deliver shock therapy due to the 1005 code. Ts advised programming options if the physician insists on keeping the lead. The lead remained in use. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.